Manufacturer narrative:
The investigation into the customer complaint is ongoing and the cause of the complaint is currently not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that during a rescue attempt on a male patient in their 50s, the AED kept stating "put the pads on the chest" along with "recycling" when pads were already applied. They reported that the AED did not advise or deliver any shocks and that the patient was not resuscitated.

Manufacturer narrative:
Testing of the returned AED confirmed that the device is functioning as designed. The electrode pads used during the rescue were not returned and could not be evaluated. As a result, no definitive cause for the reported issue could be determined.